Manufacturer narrative:
(B)(4). Thromboelastograph, fibrinogen level, and platelet count consistent with "out of range low" result for act test. Customer indicated instrument did not malfunction. All quality control tests indicate proper performance. Instrument is currently being used without further incident. Customer indicated that results were appropriate for the patient's condition.

Event description:
Customer reports patient death two days after an aortic aneurysm bypass procedure where hemochron elite instrument act+ and act-lr cuvette assays were used. The baseline act+ result was obtained as the patient was immediately heparinized. Act+ results in the 380-390 seconds range were expected. Patient was put on bypass and act+ results of "out of range low" were subsequently obtained. Customer then used 3 additional hemochron elite instrument as well as 6 different lots of act+ and act-lr cuvette assays and continued obtaining results of "out of range low". A thromboelastograph, fibrinogen, and platelet tests indicated "virtually no platelet activity" as described by the customer. Amicarb administered during bypass for platelets. Patient was eventually taken off of pump and protamine administered per hospital protocol and act+ result was "out of range low". Platelets were then administered and expected act+ results were obtained. Two days after completion of the bypass the patient was deceased.